Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of six products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00842, -00843, -00844, -00845, and -00846. Additional information will be submitted upon 30 days of receipt.

Event description:
Sixty-seven days post index procedure, the patient went into cardiopulmonary arrest at home. Cardiopulmonary resuscitation was conducted, but the patient passed away. In 2006, the patient went in for an elective case to treat the proximal to mid rca. The lesion was pre-dilated with a 1.5x15mm balloon at 16 atms for 15 seconds and a 2.5x15mm ballon at 16atms for 15 seconds. A 3.0x18mm cypher stent was implanted at 16 atms for 30 seconds in the mid rca. Then a 3.5 x 18mm cyphyer stent was implanted for 30 seconds in the proximal rca. The two stents were overlapping each other. Post-dilatation was conducted with a 2.5x15mm balloon at 22atms for 15 seconds. The residual percentage of stenosis was 0. Timi flow pre and post procedure was 3. Five days later, the distal circumflex and postero-lateral branch were treated. The lesions were pre-dilated with a 2.5x15mm balloon at 8-12atms for 15 seconds. A 2.5x18mm cypher was implanted at 16atms for 15 seconds in the postero-lateral branch. Then a 3.0x18mm cypher stent was implanted at 18atms for 15 seconds in the distal circumflex. The two stents were not overlapping each other. Post-dilatation was conducted with a 2.5x15mm balloon at 22atms for 15 seconds. There was untreated lesion in the proximal circumflex. The residual percentage of stenosis was 0. Timi flow pre and post procedure was 3. Four days later, the proximal and mid lad were treated. Plain old balloon angioplasty was conducted to treat the in-stent restenosis of an unknown cypher that had been previously implanted in the mid lad to treat restenosis of an unknown bare metal stent. The proximal lad was pre-dilated with a 3.0x14mm balloon at 20atms for 15 seconds. Then a 3.5x18mm cypher stent was implanted overlapping the cypher that had been previously implanted in the mid lad. The residual percentage of stenosis was 0. Timi flow pre and post procedure was 3. Thirty-one days later, anti-platelet therapy was stopped. The patient had to have orthopedic surgery to amputate the right toe. The physician commented that the thrombotic event was caused because the anti-platelet medicine was stopped. The cause of the death was due to heart failure. The patient's medications included the following: aspirin, ticlopidine hydrochloride and heparin. The patient had target lesions in the proximal to distal right coronary artery (rca), in the distal circumflex to the postero-lateral branch and in the proximal to mid left anterior descending (lad). The proximal to distal rca was a typc c, de-novo, concentric and calcified lesion. The lesion length was 30mm and vessel diameter was 3.0-3.5mm. The distal circumflex to postero-lateral branch a type c, was a de-novo, concentric, bifurcated and calcified lesion. The lesion length was 30mm and vessel diameter was 2.5 - 3.5mm. The proximal lad was a type b2, de novo, eccentric and calcified lesion. The lesion length was 15mm and vessel diameter was 3.5mm. The mid lad was a type b2, in-stent restenotic and calcified lesion. The lesion length was 15mm and vessel diameter was 3.0mm.